Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited automatic mode switch episodes; noise was suspected. The patient was asymptomatic. No medical intervention was performed.